Event description:
During a laparoscopic cholecystectomy procedure, the physician noticed a small, but prominent shaving of white plastic on the bowel. He was able to retrieve it with a grasper.

Manufacturer narrative:
The c-t ii port closure, 10/12 (mm) involved in this event was not returned to coopersurgical for eval. The complaint is still under investigation by our engineering department. (B)(4).